Event description:
The reporter stated there was injector related damge to an eyeonics lens. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
A cartridge lot number search was performed and two similar complaints were found. A foam tip plunger lot number search was performed and no similar complaint found. Conclusion: based on the complaint history and the lot number searches, the root cause of the event has been determined to be due to the injector.